Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the error code was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the fault was due to a faulty charged coupled device. The device failed the leak test. There was a slice on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head flickered on and off and failed to display an image. The device was inspected before use. The issue was found during a diagnostic laparoscopic cholecystectomy procedure. The procedure was completed with a different camera with no delay. There were no reports of patient harm.